Manufacturer narrative:
(B)(4). Visual inspection of the product as returned has confirmed that the screw fractured along the threads. The hex of the device did appear stripped or damaged. Visual inspection in comparison to the drawing did not provide indication of a manufacturing deviation that would contribute to this event. The device history record review for the screw did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw fractured during placement of the abutment.